Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6 - investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions h10: investigation summary batch record review: lot 2b02430 was manufactured on 23/feb/2023, in convex 2 piece (pc) (wct) line, with a total of (B)(4) market units (mkus). Compliance engineer performed a batch record review on 29/mar/2023, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (B)(4) and manufacturing order (B)(4). Therefore, no discrepancy related to this issue were found within the documentation. Photograph, video and/or physical sample evaluation: no photo related to the reported problem was available for evaluation. Conclusion summary of the related event: during the event summary and impact evaluation of this nonconformance report (ncr), with the support of the triage team expertise, the most probable causes of the problem identified: machine/equipment: machine and process current design. Lifecycle of k-tool mechanical components has not been standardized as part of the machine preventive maintenance (pm). Solution(s): update tension absorber on the fabric roll unwind station. Improve the preventive maintenance of the k-tool mechanical components to avoid machine breakdown. Timeframe rationale: for these two (02) corrective actions, eight (8) weeks are required to update mechanical components, revalidate the component to be modified and train the appropriate personnel, considering the time that must be used to intervene the machine that does not affect the manufacturing process. Method: there was not a visual aid or job aid on how to use the quality control (qc) tooling. There was not a detailed visual aid or job aid on how to perform the mass station set up. There was not a standardized visual aid for the flange loading stations and certification process for the station. Solution(s): create a visual aid or job aid to standardize the correct use of the qc tooling. Create a visual aid fort he set up of the mass station. Create a visual aid for the flange loading station with details on how to proper place and centralized the flange. Timeframe rationale: for these three (03) corrective actions, six (6) weeks were required to create, approve and train convex 2pc personnel of the different shifts and release the updated documents. Effectiveness check: after corrective and preventive actions implementation a total of (B)(4) production orders manufactured at impacted line (convex 2pc) would be randomly visually inspected during the manufacturing process to confirm that there was not mass or tape collar off center associated to the cause identified. The quantity of production orders selected was based on the average of ninety-six (96) orders manufactured in two months in the affected line and according to the table 2-a level ii of ansi/asq z1.4. Per tm-017 an aql 0.25 single sampling plan for normal inspection was applicable. Timeline rationale: two (2) months after implementation of the corrective action as the process was being executed daily which would provide enough records approximately (100 records) to demonstrate effectiveness of the process, and new instruments/equipment introduction + 2 weeks to collect the data, analyze them and document the results in the action acceptance criteria: no defect related to malfunction code mass or tape collar of center. The appropriate actions will be taken through the corrective/preventative action (capas). The investigation associated with related event was approved and complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Manufacturer narrative:
Device 5 of 5. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).

Event description:
The end user reported to company representative that the starter hole was off centered in five wafers out of one manufacturing unit box. It was unknown if the affected wafers were used. No photo is available at this time.